Event description:
It was reported that label error occurred before use with a bd ultrassafe plus. The following information was provided by the initial reporter, "during production on 23.07.2019 an operator noticed that the material code printed on the outer label (shipper box) is different than the material code of the inner label (wrapping film). According to the po, the material code on the shipper box is the correct one. Please confirm that this is not a mix up of two different materials."

Manufacturer narrative:
H.6. Investigation: photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. The 8d team leader performed a batch history record¿s review (bhr) including a review bd labels and customer labels. This review identify non-conformance on customer label.bdm-ps manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by customer. Actions were opened #: (B)(4). H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label error occurred before use with a bd ultrassafe plus. The following information was provided by the initial reporter, "during production on 23.07.2019 an operator noticed that the material code printed on the outer label (shipper box) is different than the material code of the inner label (wrapping film). According to the po, the material code on the shipper box is the correct one. Please confirm that this is not a mix up of two different materials."